Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "unknown rupture". Later healthcare professional reported "rupture was for contralateral side". Later patient reported "it was ruptured". This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, b6, d4, g2, h6

Event description:
Healthcare professional confirmed left side no complaint against the device. Device was explanted.